Event description:
Spontaneous call from patient who reports that when she finished her infusion today her pump broke and is requesting a new one be shipped. No adverse effects noted since patient was able to complete the infusion pump being returned and a new one shipping out. No other information known. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/caregiver.